Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device experienced a power on reset (por). The reset was cleared and parameters restored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. Power on reset occurred on (B)(6) 2015. (B)(4).